Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a delta valve in (B)(6) of 2009 due to hydrocephalus. According to the report, the patient started having headaches a few months ago and underwent shunt revision surgery on (B)(6) 2015. It was reported that the patient's peritoneal catheter was found to be blocked and not draining into the patient's abdomen. According to the report, the patient's valve was replaced with another delta valve and there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.